Event description:
Complainant alleged that during a training session by a zoll sales representative, the paddles would not allow a multi-function cable to fit into the apex paddle connector. Complainant indicated that there was no patient involvement in the reported malfunction.